Event description:
The facility reported an ipump with an inaccurate flow. The event history shows the pump was programmed at 10mg per hour and 10.3mg was delivered. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if any additional information becomes available.